Manufacturer narrative:
(B)(6). The device history record review confirms that the device met all material, assembly and performance specifications. The product was not available for analysis and from the information provided there is no indication of any device nonconformance or misuse that resulted in the premature detachment of the stent. The cause of the event was undeterminable. Age at time of event and age at time of event (unit) - the patient was approximately (B)(6), the exact age is unknown.

Event description:
The physician uneventfully delivered the stent to the target lesion in the left middle cerebral artery to treat an intracranial atherosclerotic disease (icad). However, the physician was unable to release the stent. A couple of times the stent delivery system was repositioned. Excessive force was used to overcome resistance in attempt to deploy the stent. As the physician was attempting to remove the whole delivery system, "the inner body moved forward" and the stent was unexpectedly deployed in the guide catheter. The stent delivery system and the guide catheter were successfully removed as one unit. The procedure was completed using another of the same device and a new guide catheter. There was no clinical consequence to the patient who was reportedly "doing well and discharged the day after the procedure."

Event description:
The physician uneventfully delivered the stent to the target lesion in the left middle cerebral artery to treat an intracranial atherosclerotic disease (icad). However, the physician was unable to release the stent. A couple of times the stent delivery system was reposioned. Excessive force was used to overcome resistance in attempt to deploy the stent. As the physician was attempting to remove the whole delivery system, the inner body moved forward and the stent was unexpectedly deployed in the guide catheter. The stent delivery system and the guide catheter were successfully removed as one unit. The procedure was completed using another of the same device and a new guide catheter. There was no clinical consequence to the patient who was reportedly doing well and discharged the day after the procedure.